Event description:
It was reported that during use on a pt the m300 alarmed for vtach and other 'red' alarms but, according to the biomed, the pt appeared to have a normal sinus rhythm. The m300 reportedly showed "bed disconnected" on the ics. The pt was readmitted to the ics and the m300 has been working as expected since then. There was no pt injury reported. Draeger reference number: (B)(4).

Manufacturer narrative:
Draeger is still investigating the reported incident. A follow-up report will be submitted as soon as the investigation has been completed.